Event description:
The customer observed imprecise quality control results processed using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt results were not reported while quality control was unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer also obtained imprecise results on other vitros micro tip assays during the timeframe of this event. Ocd field service investigated and replaced the secondary metering proboscis which is used for micro tip assays, returning the vitros 5,1 to expected operation. The root cause of the negatively biased vitro valp results is instrument related.